Event description:
It was reported that clinician saw blood in helium tubing immediately after a sheathed insertion. Iab was exchanged. Clinician noted that nurse had removed universal sheath prior to insertion. There were no associated pt complications.